Event description:
It was reported the unit did not function correctly, while being used on a pt. No other info is known at this time. The report was initiated from a foreign country through welch allyn.